Manufacturer narrative:
(B)(4). Date sent 2/20/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? What is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in please prior to closing the device? Was the retaining pin placed manually or automatically? What is the current status of the patient? In the physician's opinion, why is this event probably related to the device and procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6): (B)(6) experience, ileus. Relationship to study device: possibly related.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Diverticular disease. Did the patient receive any preoperative chemotherapy or radiation? No. When was the staple retaining cap removed? In surgery. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Surgeon always double checks stapler before use. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? No. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? One. What is the scrub's experience with reloading the device? Surgeon manages the device were there any difficulties loading the device? No. What did they do to ensure that the cartridge was snapped in please prior to closing the device? Checked twice. Was the retaining pin placed manually or automatically? Manually. What is the current status of the patient? Recovered ok. In the physician's opinion, why is this event probably related to the device and procedure? Surgeon reported ¿probably related¿ no other information provided.